Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the healthcare provider (hcp) attached the stingray to the mayfield and then used surgical tape to secure it. The cause of the inaccuracy was not determined according to the rep as the initial verification appeared to be accurate. Later the rep indicated that only the malleable suction was being used for navigation and the system was determined to be accurate when the rep checked the system.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. A system checkout was pending. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection (transsphenoidal) procedure. The patient was registered and there was verified accuracy at the anatomical points. When navigation was attempted with the malleable suction, slight inaccuracy was noticed in the sinus. Later in the case, navigation was attempted to the tip of the nose and there was an inaccuracy of 2-3mm anterior (also reported as inaccuracy of 3-4mm). The manufacturer representative indicated the surgeon might be placing the tracker on the mayfield mount and not on the patient. There was no reported procedure delay. The procedure was completed without aborting navigation or imaging. There was no impact on patient outcome. No complications were reported/anticipated.